Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
The literature article entitled, "acetabular protrusio surgical technique of dealing with a problem in depth" written by a.b. Mullaji and g. M. Shetty published by the bone and joint journal published vol. 95-b, no. 11, november 2013 was reviewed. The article's purpose is "to describe (authors') technique and results of using impacted morsellized autograft with a porous-coated cementless acetabular component to achieve restoration of hip mechanics, provide a biological solution to bone deficiency and to ensure long-term fixation without recurrence in arthritic hips with protrusio. Data was compiled from 27 primary thrs. Depuy and non-depuy products were utilized for implants. The article does not identify which products are related to the adverse events and the article does not provide adequate information to determine accurate quantities. Material of bearing surfaces are unknown. Depuy products utilized: duraloc cups, summit stems, charnley (cemented) stems. Adverse events: post-operative wound hematoma (treated by re-opening wound, evacuation irrigation, and closure). Secondary suturing due to necrosis of superficial edges of wound.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint # (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch: null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.